Event description:
On 6th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled ii 700. According to photographic evidence, paint was cracked and peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ powerled ii. It was discovered that fork was cracked what resulted in paint peeling. The issue was confirmed by the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. It was detected a crack on the light head fork of the surgical light powerled ii 700 df. The light head fork involved, having a crack on the connection axle/tube , was sent, for expertise, to the supplier ¿vpic1¿. The supplier vpic1 confirms that this crack was similar to the issue occurred in april 2022 for a fork ard569202001, which was assembled in may 2021. The report of vpic1 mentions a probable lack of penetration of the weld due to the grinding operation. After grinding the thickness of weld joint is not checked. In june 2022, as corrective action vpic1 improved weld setting to ensure weld penetration and thickness and use radius gauge r6 to check the weld joint after grinding. Since 2023, vpic1 added welding line inside the tubes. To prevent any incident the powerled ii instructions for use # 01811 mentions to check that the device has not suffered any impact damage and to check for any chipped or missing paint during the daily inspections before use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. Initial reporter: getinge technician. The correction of b5 describe event or problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 6th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled ii 700. According to photographic evidence, paint was cracked and peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 6th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled ii 700. It was discovered that fork was cracked what resulted in paint peeling. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h4 device manufacture date: 03/22/2019 . Corrected h4 device manufacture date: 04/11/2019.

Event description:
On 6th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled ii 700. It was discovered that fork was cracked what resulted in paint peeling. The issue was confirmed by the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.